Manufacturer narrative:
(B)(4) - pannus formation. Method: x-ray. Evaluation summary: as received, heavy layer of host tissue overgrowth covered most of leaflet 3, at the cusp area and its free margin. Host tissue curled the free margin and fused it to the cusp area which led to a gap at the coaptation region, evident at the outflow aspect. Heavy dense layer of host tissue encroached onto the tissue outflow at leaflet 2 by approximately 8-9mm. At leaflet 1, layer of host tissue appears to be cut, as remaining host tissue overgrowth is still visible onto opposite commissures by approximately 4-5mm. Also at the outflow aspect, host tissue over growth fused the leaflets together at all three commissures by approximately 3-5mm which contributed to stenosis. At the inflow aspect, heavy host tissue overgrowth encroached onto the tissue and into the orifice by approximately 11mm onto leaflet 3, and 3-6 mm onto the remaining tissue inflow at leaflets 1 and 2. Host tissue overgrowth restricted mobility in the leaflets and led to stenosis. Host tissue overgrowth is heavy at the stent inflow and the stent outflow. No inconsistencies detected in the x-ray as the wireform is intact. Additional manufacturer narrative: the device history record (DHR) review was completed and confirms that this device passed all manufacturing and sterilization inspections; no quality deficiencies detected during manufacturing. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: review of the device history record (DHR) is in progress. Device routed to pathology due to suspected infection. Confirmation of no infection was provided to the sales representative via telephone on (B)(6) 2011. Return of the device, pathology report, and a copy of the operative report has been requested, but has not yet been received.

Event description:
The received operative report states, "there was extensive fibrotic scar tissue involving the valve. This groove both from the atrial side onto the leaflets and also from papillary muscles that were adjacent to the post with scar tissue that grew into the leaflets. The scar tissue limited the closing of the valve. There was no tear or flail segment of the valve.

Event description:
Reportedly, the sales representative was contacted by the hospital regarding a 25mm perimount aortic valve explanted from the mitral position after an implant duration of approximately 1 year, 7 months (19.73 months) due to "prosthetic valve dysfunction" and multiple central jets/mitral regurgitation. A 27mm magna mitral ease was implanted.